Event description:
It was reported that the procedure was being performed laparoscopically on the small cystic duct. The physicians filled the balloon with slightly less than 0.5cc of nss and in a few seconds, the cystic duct burst. Surgical repair of the duct was performed with success. The balloon on the catheter remained intact, and there were no further complications.